Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the device causing damage to another device it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had a very thick and calcified posterior leaflet. An xtw clip was inserted and deployed on the leaflets. However, shortly after deployment, the clip became mobile on the anterior leaflet. An additional xtw clip was inserted for stability. However, while maneuvering, the clip came in contact with the implanted clip, causing it to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The clip was deployed without further issues. An additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip causing damage to another clip could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.